Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device had an air leak at the connection. There was no case delay or impact to the patient and they were able to use another dermatome and continue the case. On june 6, 2017, it was clarified that the issue occurred (B)(6) 2017. The event did not occur during the first ever use of the device and there was no medical intervention or additional surgical procedures required. The dermacarrier was at room temperature during use and the device has not been repaired by anyone other than zimmer biomet. The surgical technique for the product was utilized and there was no adverse event associated with the failure. There was another device used to complete the procedure and there was no extension or delay to the procedure. There was no harm or injury to the operator. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was november 8, 2013 where it was reported that the device will not oscillate correctly and the motor does not sound right and the ball detent, thickness lever, reciprocating arm, seal and retaining ring, motor, poppet assembly, o-ring, gears, damaged head, damaged control bar, neck, calibration shaft, hand piece assembly, hose, and width plates were replaced and the autoclave case was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on june 1, 2017 revealed that the swivel was leaking around the o-ring. The calibration was out of specification at the zero setting and the side to side specification at the 20 setting. The motor speed was within specification and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on june 1, 2017 which included replacement of the thickness lever, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the swivel was leaking around the o-ring. The calibration was out of specification at the zero setting and the side to side specification at the 20 setting. The reported event was confirmed since during initial inspection it was revealed that the swivel was leaking around the o-ring. The root cause of the reported event was due to the swivel ¿o¿- ring. The issue was resolved with replacement of the thickness lever, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device had air leak at connection. There was no case delay or impact to patient and they were able to use another dermatome and continue case. No adverse events have been reported as a result of this malfunction.